Event description:
Customer reported low blood glucose symptoms with result of 80 mg/dl obtained on the aviva system. Thirteen minutes later, the customer re-tested and received the following results on the aviva system within 10 minutes: 533 mg/dl; 287 mg/dl; 99 mg/dl; 100 mg/dl. No actions were taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.